Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the gastrointestinal videoscope had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b8, h2, h3, h6 and h11 the device returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.